Manufacturer narrative:
Concomitant medical products: w4tr01 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pauses were observed on the right ventricular (rv) lead due to t-wave over-sensing (twos). It was noted that the left ventricular (lv) lead had a loss of capture. Reprogramming was done to adjust the rv lead sensitivity. Both leads remain in use. No further patient complications have been reported as a result of this event.